Event description:
It was reported that the system shows a "high capacity disk failure" error message. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a bad scsi board. System operates as intended.